Event description:
It was reported that the patient had a stroke, and the area around the device is "painful with a stinging sensation". It was also reported that the area around the patient's device was "itchy" prior to the stroke. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.